Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that an employee obtained an injury to their hand while trying to push a container back into their amsco 5052 washer/disinfector while the door was closing. It is unknown if the employee sought or received medical treatment.